Event description:
It was reported that during a lap cholecystectomy and lap biopsy of liver mass procedure, the tip of the device was found missing during cleaning and was found on the floor. Another device was used to complete the procedure. There was no patient consequence.